Manufacturer narrative:
The evaluation found an overbend in the proximal shaft; the channel wall was lifted, no leak; debris was found on the vertebrae; and broken image and light fibers. Our field service specialist performed an in-service and found several areas for process improvements within the facility that will help them with infection control in the future.

Event description:
Two flexible cystoscopes were used in cases back in may 2021 and possibly early june 2021, and the facility believes they may be passing infections to the patients. Customer believes that 5 to 7 patients contracted an infection but was unable to verify exact quantity of patient infections. Customer returned two different model cystoscopes that they believed were involved in the cases, model #'s 11272cuk1 and 11272ck2, and we previously submitted two reports, one for each model (report #1221826-2021-00051 and report #1221826-2021-00054) . This report is for the case #7 of the of seven cases.